Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the superficial femoral artery (sfa). Pre-dilatation was performed with the fox sv 3.0 x 60 mm balloon catheter; however, the balloon ruptured at 6 atmospheres. The balloon catheter was removed from the patient's anatomy and the patient was treated with fox sv 4.0 x 60 mm balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.